Manufacturer narrative:
The customer received a replacement glidescope spectrum smart cable. The spectrum smart cable was returned to verathon for evaluation. The technical service representative attached the returned spectrum smart cable to a test single use blade and test video monitor. The reported white lines were not duplicated; however, the interment image was reproduced. When the test monitor was left on the smart cable would intermittently display that it was not connected. Since there are no repair available for the smart cable and the customer has received a replacement the returned smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image displayed on the monitor would either have white lines or be lost. Reportedly the issue was isolated to the spectrum smart cable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.